Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001247 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air flow issue into the sheath occurred. It was reported that bubbles were visible in the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium and could not be eliminated by repeated flushing. The issue was resolved by changing the sheath itself to another one. The procedure was completed without patient's consequence.